Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 8mm fenestrated bipolar forceps instrument to perform failure analysis. The instrument was analyzed and found to have a broken conductor wire at the proximal end near the main tube and roll gear junction. No signs of thermal damage were observed. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted pancreatectomy surgical procedure, the 8mm fenestrated bipolar forceps instrument did not deliver energy. The procedure was completed with no reported injury.